Manufacturer narrative:
Results of evaluation: conclusion: basedon the functionality testing, the instrument was found to function as intended. No conclusion could be reached as to how it failed to work properly.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the 5mm trocar would not penetrate the abdominal wall. A second 5mm trocar was opened and used successfully to complete the case. The surgeon made sure the trocar was armed correctly, yet the first trocar could not be introduced. There was no consequence to the pt.